Event description:
The pt who was admitted with a myocardial infarction went into cardiogenic shock and an intra-aortic balloon pump catheter was inserted into her on 9/22/97. On 10/2/97, the intra-aortic balloon pump alarmed and blood was subsequently noted in the catheter. The catheter was removed. On 10/3/97, a new intra-aortic balloon pump catheter was inserted into the pt.